Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged failed battery alarm found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed failed battery test in pump downloaded history on 09/21/2021 at time 10:32:02.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and motor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and corroded battery tube. Pump passed all function testing. No unexpected alarms noted during testing or listed in pump downloaded history. Moisture damage was found on the pcba 1 and motor. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that he insulin pump alarmed failed battery alarm. Customer stated that the contacts were missing, damaged and corroded. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.